Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped fill tubing at 9.8 units and a minimum fill message occurred. Reportedly, the customer filled the cartridge with 300 units of insulin. The customer's blood glucose level was not impacted. The customer indicated a new cartridge would be loaded and declined further follow up from tandem technical support.

Event description:
It was reported that the pump stopped fill tubing at 9.8 units and the customer received multiple, minimum fill messages.